Manufacturer narrative:
(B)(4): brief description of complaint: during the case, the surgeon, dr. (B)(6), activated the device and the patient went into complete heart block on the anesthesia monitor. When the device was deactivated the patient returned to normal sinus rhythm. The surgeon activates the device again and the event recurring. Both cut and coag were affected. Analysis conclusion: the device could not be investigated for the reported issue because the device was received with the plug connector cord cut off from the device which renders the device inoperable and impedes functional inspection. The complaint was unable to be recreated for the ¿arrhythmia/interference¿ that was reported. However, the device is an electrosurgical device, and as such, has the potential to cause interference with some operating room equipment monitors. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the surgeon activated the plasmablade device and the patient went into complete heart block on the monitor. When the device was deactivated the patient returned to sinus rhythm. This occurred twice during surgery. The patient did not have a pacemaker or ICD and no other interventions or injury were reported.